Event description:
During an inservice, a davinci xi chest tray was used. Inside the tray the cadiere forceps, intuitive product 470049, lot # n10200930 0173 ver -07 was found to have a frayed cable. Instrument was pulled from the tray and given to supply chain for return to company.